Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, microscope inspection, and dissection. No outer abnormalities were observed. A steady flow of air was observed to be drawn into the syringe during aspiration testing. The device was dissected and examined under the microscope to locate the source of air ingress. The external and internal hemostatic valves were inspected, and both had tears by the center slit. The flush lumen was also inspected, and a tear was noted where the adhesive filet bonds the lumen to the valve hub. These findings indicated the potential source of the reported visible air/bubbles. The reported clinical observations were confirmed by the analysis results. Additional information was received and blocks b5 describe event or problem and d4 unique identifier (UDI) # were updated.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was used. After insertion into the patient the sheath drew in 10-15ml of air continuously when it was aspirated. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that many air bubbles were observed in the shaft of the sheath during aspiration.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was used. After insertion into the patient the sheath drew in 10-15ml of air continuously when it was aspirated. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.